Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of t incident was around 130 mg/dl. Customer reported having a blood glucose level of 400 mg/dl, which was treated with the insulin pump. Customer stated that his blood glucose level did not come down after treating. During troubleshooting, customer reported a no delivery alarm in the device's history. The customer was able to rewind. The insulin pump was not replaced or returned for analysis.